Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial medwatch reported the duodenovideoscope tested positive for unexpected contamination. However, it was confirmed that this information was incorrectly communicated to olympus. There was no microbiological contamination or reportable malfunction related to the subject device captured in this complaint.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the duodenovideoscope tested positive for unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.